Manufacturer narrative:
The apollo micro catheter was returned. The apollo micro catheter was returned with its detachable tip detached. The detached tip was returned. The balt hybrid007 and hybrid008 guidewires were not returned. The hybrid007 guidewire has a proximal outer diameter (od) of 0.012¿ and a distal od of 0.007¿ and the hybrid008 guidewire has a proximal od of 0.012¿ and a distal od of 0.008¿, as per an online source. Per the apollo instructions for use (IFU): the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter. Therefore, it appears the hybrid007 and hybrid008 guidewires were compatible for use with the apollo micro catheter. The apollo micro catheter was decontaminated. It could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. No bends or kinks were found with the apollo catheter body. No damages were found with the apollo detached tip. An attempt was made to flush the apollo micro catheter; however, was found occluded. An in-house mandrel was inserted into the apollo hub and distal tip. The apollo micro catheter was found occluded near the distal end. The apollo micro catheter was cut to determine the source of the occlusion. The apollo micro catheter was found occluded with what appears to be a dried white reside, possibly contrast and/or saline. As the apollo micro catheter was found occluded it could not be used for testing with an in-house guidewire. The ldpe coupling tube overlap length was measured to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿guidewire resistance inside catheter¿ could not be confirmed and the cause could not be determined. Guidewire resistance can be caused by device incompatibility, insufficient catheter flush, or insufficient guidewire hydration. It appears the hybrid007 and hybrid008 guidewires were compatible for use with the apollo micro catheter. However, any other contributing factors from the guidewires could not be assessed as they were not returned. Insufficient catheter flush and insufficient guidewire hydration could not be ruled out as potential causes. Regarding the tip detachment issue, as this was not reported by the customer the cause could not be determined. Per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the guidewire was stuck inside the distal part of the apollo microcatheter. Prior to the event, the guidewire was placed in the location and then the apollo was prepped in order to navigate it through the guidewire but it was not possible. Resistance was felt and the reported event occurred. Another apollo was used to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an occipital arteriovenous malformation (avm). The blood flow was normal. Access was through the femoral artery. There was not any damage noted on the microcatheter prior to use. There was not any damage on the guidewire prior to use. Ancillary devices: onyx 34 and 18, hybrid .007 and .008, balt guidewire, neuron 6f penumbra guide catheter. On 2019-12-05: additional information: the material was thrown away as usual after a procedure. The supervisor contacted me long time after the procedure just to ask me for the invoice note.